Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a sensor scan result of 53 mg/dl which was lower compared to a reading of 258 mg/dl obtained on an hcp meter and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was dizzy, tired, "wanted to fall asleep", and was unable to self-treat, requiring third-party treatment of IV fluids and long-lasting insulin by a healthcare provider (hcp) for hyperglycemia. It was further reported that blood work was done for the customer. The results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. A watermark was observed at the base of the sensor tail, indicating sensor being properly inserted. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre 3 sensor and fs libre sensor 3 kit were reviewed and the dhrs showed the fs libre 3 sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.